Event description:
Please refer to the initial report.

Manufacturer narrative:
The affected device was investigated on site by dräger service and the results and the logbook were made available to the manufacturer. Based on the information available, the event reported for the (B)(6) 2020 could be confirmed and a faulty solenoid was identified as the root cause. If the solenoid no longer closes the inspiration valve, ventilation can no longer be performed. The breathing circuit is opened against the ambient air to allow the patient to spontaneously breathe. In the described event, the device generated corresponding alarms at about 11:08 a.m. On the (B)(6) 2020 in order to alert the user of the deviation acoustically and visually. Replacement of the solenoid by dräger service has solved the problem. All self-tests and equipment checks carried out afterwards as well as the continuous function check were successful. After the final equipment check in accordance with the manufacturer's specifications, the equipment was returned to the customer ready for operation on the (B)(6) 2020. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that a corona patient was ventilated with the device on (B)(6) 2020 around 12.00 o'clock noon. The patient coughed heavily during ventilation and a loud hissing sound occurred in/on the device and ventilation was not continued. The device generated an alarm accordingly. The device was replaced and the patient was supplied with the ambu-bag during this time. It was reported that the patient was temporarily desaturated, but there was no patient injury.